Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the ultra fast-fix t1 and t2 implant deployed simultaneously. No ts deployed through the meniscus, and both ts were successfully removed from the patient. The procedure was finished with a smith and nephew back up device. No delay and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 is off the needle but attached to the suture. The t2 is on the distal end of the needle. The suture tail is outside of the depth straw. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation, using a simulation meniscus, showed the t2 deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to prematurely activate the device. Based on this investigation, the need for corrective action is not indicated.